Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. No visual issues were found, but error c-34 appeared consistently during system testing. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that the monopolar bovie pen was not working. The customer was getting an activation halted message when using the bovie pen. Tse attempted to review the logs, but logs were unavailable. Tse confirmed that the robotic instruments were also installed at the time of the issue. Tse recommended removing the energy cable to the erbe while using the bovie pen. The customer report that they were still having issues with the erbe. C-34 errors and they brought in a 3rd party generator. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.